Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that during a procedure the hcp snapped the lead due to user error. The hcp stated that they just handled the lead poorly and nothing was wrong with the lead. The lead was never implanted. No further complications were reported/anticipated.